Manufacturer narrative:
Follow up with the reporter provided additional information that the patients current surgeon is not sure if he has a torn ligament or if the broken needle tip has moved. According to the reporter, after the initial surgery, there were some complications. The wound took a long time to close. Discharging lots of liquid and he lost lots of tissue. Cultures were taken and came back negative for any bacteria. Currently, his shoulder is swollen internally. Per the surgeons post operative notes, the initial procedure was a primary arthroscopic acromioplasty with resection of distal clavicle and arthroscopic debridement of the inflamed synovium (synovitis) and open (mini-open) repair of chronic right rotator cuff repair. The post-op notes state that since it would require further rotator cuff tendon damage with attempts to retrieve the tip, it was decided to leave it in place. An intra-operative radiograph confirmed its placement within the tendon substance. Patient weight was requested but not provided. No further patient information was provided at the time of this report or made available in response to multiple follow-up communication with the facility and surgeon. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Lot number was requested but not provided; therefore device history record review could not be performed. Based on the information provided, the most likely causes of this type of event would be the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. On the package, there is a label instructing the user as follows: warning: do not resterilize or reuse the scorpion needle. This may cause the needle to break and cause patient injury. Use of excessive force to pass the needle through fibrous/calcific tissue, or striking bone, can cause needle breakage and patient injury. To avoid this, reposition the needle pass to a different area. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the needle tip broke off a scorpion suture device during a rotator cuff surgery. According to the reporter immediately following his surgery in 2008, the surgeon informed the patient of the device breakage and was requested to undergo a weekly x-ray of his shoulder to examine if the needle remains had moved. Approximately 8 weeks post-op, the surgeon examined the patient and successfully discharged him from physical therapy. Currently, the patient seems to have inflammation in the surgical area and severe pain and weakness in his shoulder and arm as well as stiffness. No further patient or event information was provided at the time this event was reported.